Event description:
A caller reported encountering a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support, who guided them through a pump reset, after which no further cgm error codes were displayed. The caller was able to successfully start their sensor session.